Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience catching and clicking. One of the blade tips was observed to be damaged. Based on the condition of the returned unit, the damaged blade tip resulted in the event unit catching and clicking. However, the exact root cause of the damaged blade tip could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: diagnostic laparoscopy & division of adhesions. Detailed description of event: scissor tips 'catch' when closed, appear to be bent. You can hear them clicking, and can feel the catch when using. The product is contaminated, but available for pickup should applied wish. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: diagnostic laparoscopy & division of adhesions. Detailed description of event: scissor tips 'catch' when closed, appear to be bent. You can hear them clicking, and can feel the catch when using. The product is contaminated, but available for pickup should applied wish. Patient status: no patient injury. Type of intervention: ni.